Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple alert 38 motor stalls on the ilet, requiring several supply changes (connectors, cartridge, and infusion set) and ultimately performed a successful dry run before a new set functioned; during the event a fingerstick glucose measured 452 mg/dl while the cgm read high, and the user reported thirst without other symptoms, consistent with a device failure to infuse involving the motor component. Symptoms included hyperglycemia and polydipsia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.